Event description:
It was reported that during surgery, device cracked. No pieces were left in the patient as nothing broke off. No delay. No conformation of backup received. No impact or injury to patient reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device did not break inside the patient, or any pieces fell inside it, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.